Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported being admitted because of vomits, dehydration, diabetic ketoacidosis (dka), and gastroparesis. The patient's cgm was reading high (value unspecified) and she couldn't recall the bgfs but mentioned that it was 100 points off. The patient called an ambulance. When ambulance came, she was transported to the hospital. There the bgfs was 490 mg/dl and the cgm was 384 mg/dl. She was treated with intravenous (IV) fluids, insulin IV, potassium, and antibiotics. On (B)(6) 2026, the patient reported feeling better and was discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 100 points. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.